Event description:
The customer received a blood glucose reading of 313mg/dl on the contour next ez, was re-tested on the doctor's meter and the reading was 117mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced.